Manufacturer narrative:
H3. Eval summary: this device was returned, evaluated and retained by this MFR. The engineering eval indicated the balloon inflated and maintained pressure. No balloon burst was found. Based on the engineering eval, no reportable event and no malfunction of the device occurred. Therefore, co does not consider this to be a reportable MDR. B1. No box should be checked. Product problem box should be unchecked.

Event description:
A balloon burst durinf a percutaneous transluminal angiplasty. Another balloon catheter was used to successfully complete procedure with out pt complications. Device has not been returned for evaluation. Therefore, no failure analaysis is available. Co's attempts to gain further info with regards to circumstances surrounding this event were unsuccessful . Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. However, without evaluating product and without further deatils about event co cannot determine exact cause for this event. Co's directions for use state: "do not exceed normal pressure printed on product label. Never manipulate catheter with baloon inflated. Integrity of all balloon catheters may be compromised by sharp objects or surfaces. Not recommended for use in calcified lesions".